Event description:
It was reported that the left monitor on the 6600 system went white during a case. The 6600 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The workstation voltage was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.